Event description:
A pt had undergone a 2-level decompressive procedure. When pt was rolled off the table, pt appeared "pinkish". By the time pt arrived in the pac, pt was "in shock". The pt reportedly responded well to epinephrine drip. The pt was fine at the time the event was reported. The pt was released from the hosp on post-op day 3. The surgeon, reportedly, did not consider the use of adcon-l to be related to the episode.